Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor was not reading on the ilet due to an incorrect pairing code entered during setup; the caregiver corrected the code and was instructed to allow time for pairing. No adverse clinical symptoms reported. Outcomes included no impact to blood glucose and no need for medical care. User support included remote troubleshooting and user education. Investigation of this case revealed user setup error leading to failure to pair, which resolved after entering the correct pairing code. It was concluded, based on previously established findings for similar reports, that the cause was user error during device pairing.